Event description:
I have been using the dexcom g7 continuous glucose monitoring (cgm) system for glucose monitoring. Over the last three months, I have experienced progressively worsening skin reactions at the sensor site. During the wear period, the area becomes extremely itchy. After removing the sensor and its overpatch, the skin appears irritated, damaged, flaky, and develops raised bumps. The irritation persists after sensor removal and sometimes requires additional care to allow the skin to heal. This is not the first occurrence, but the symptoms have intensified over the past three months, resulting in increased discomfort and skin damage.